Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller were not returned for evaluation. Review of the log files revealed no critical battery alarms have been logged within the analyzed period. As a result, the reported event was not confirmed. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing critical battery alarms frequently. The patient believes it is related to the connection on the controller. The controller was exchanged. No patient complications have been reported as a result of this event.